Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 volt power supply was checked and the workstation circuit board connections were checked. The problem was not observed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system would not perform fluoroscopic x-ray, locked up, and displayed some images as black or white. No pt injury was reported.